Manufacturer narrative:
The user reported having a serious accident and they ended up in the hospital. The user was not provided a diagnosis. The event happened on 20-jan-2026. At the time of the call, the user had not been discharged yet. The event was not related to diabetes or glucose measurements. Per dms, user has not used the system since on (B)(6) 2026.

Event description:
Senseonics was made aware of an incident where user reported having a serious accident and they ended up in the hospital. The user was not provided a diagnosis. The event happened on 20-jan-2026. At the time of the call, the user had not been discharged yet. The event was not related to diabetes or glucose measurements. Per dms, user has not used the system since on (B)(6) 2026.